Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/31/2016 with the following findings: the battery compartment was cracked. The display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.